Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with unknown mentor saline prostheses was performed on an unknown date. A subsequent deflation even with the replacement implants was reported in a separate event under 1645337-2021-09050.